Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that the during a case the doctor or his pa used the handpiece too close to skin incision and in turn thought the patient received burns near incision causing issues. The representative was there for all those cases and did not notice an inappropriate use. He was very comfortable using the technology as well as his two pa's. They were all very satisfied with these cases at closure and post-operatively. None of the hand pieces were available. There was no delay in any of the surgeries at time of surgery. The generators were used throughout the hospital daily and have had no issues or error codes whatsoever. It was believed that the doctor or his team might have simply used the bipolar energy too close to the skin and either burned the skin or damaged the skin accidentally. Surgery info patient 1: impact on patient? Required 2 wash outs (9/25, 10/23) and a subsequent explant antibiotic spacer for infection (12/4) - 6 weeks IV antibiotics, vac dressing, will require plastic surgery involvement for re-implant tka.